Event description:
The patient reported back teeth no longer touch on the right side. Posterior open bite was confirmed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.